Manufacturer narrative:
This supplemental report is submitted to present the findings of the legal manufacturer's final investigation. Additional information: d9, h4. Upon return of the device to olympus for inspection, the reported failure of parts were found to have fallen off the distal end was confirmed due a deep chip on the channel opening . Based on the investigation results, the cause was traced to component failure. This is consistent with an expected or random component failure, with no design or manufacturing deficiencies identified. The probable cause has been classified as stress problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or as additional information becomes available.

Event description:
It was reported that during reprocessing, parts were found to have fallen off the distal end of the bronchofibervideoscope, exposing the black seal underneath. There was no patient involvement.